Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to alarm when a patient's circuit became disconnected. There was no harm or injury reported. The issue was evaluated by a field service engineer and the customer's complaint was confirmed. The device's software was reloaded to address the issue. This follow up report was initially incorrectly filed under MDR 2518422-2022-05356-1.

Event description:
The manufacturer received information alleging a ventilator failed to alarm when a patient's circuit became disconnected. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.